Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink continu-flo solution set was leaking from a hole in the tubing. This was noted by the patient during infusion of lactated ringers solution. The set was immediately replaced to resolve the issue. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Visual inspection identified a hole in the tubing. The reported condition was verified. The cause of the condition could not be determined; however, the type of hole did not correspond to cuts performed by the manufacturing process. Should additional relevant information become available, a supplemental report will be submitted.